Event description:
It was reported that a fatal error was received during a patient exam, which required the patient to be re-exposed. It was determined that the computer needed to be replaced. Once the computer was replaced, the system is working as intended.